Manufacturer narrative:
Product event summary: analysis found that the programmer's stylus and cursor would not align on the screen, and the issue would not correct with calibration.

Event description:
The programmer returned as loaner return subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.